Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podj) and a guidewire. During the procedure, while advancing the podj into the target vessel, the podj unintentionally detached. Subsequently, the physician used the guidewire to push the podj completely into the target vessel. It is unknown how the procedure was completed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.